Event description:
Philips received a complaint regarding a v60 ventilator in which the power cord was observed to have multiple twists throughout the cable assembly during bench repair evaluation. The device was not reported to be in clinical use at the time of the event. No patient involvement or patient harm was reported. User impact consisted of the device being removed from service for evaluation and corrective repair activities. A bench repair engineer performed a visual inspection during servicing activities and identified that the power cord contained multiple twists throughout the cable assembly. The condition was confirmed during evaluation. Based on the findings, replacement of the power cord was recommended to restore proper device condition and maintain safety and serviceability. The device did not meet serviceable condition requirements and remained out of service pending completion of corrective repair activities. This investigation is ongoing.